Manufacturer narrative:
E1: telephone extension (B)(6). The device has been requested to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
Device received by manufacturer on 20-oct-2023. Received one (1) used 142560488 primary plum set for inspection. No damages or anomalies noted. The set was leak tested per product specifications. There was no leakage anywhere on the set. The reported complaint of leakage was unable to be replicated or confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The incident involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch. The reporter stated that there was leakage on the filter vent. The drug name was unknown. The event was noted during infusion. There was no unprotected drug exposure to patient or healthcare provider. There was patient involvement but no patient harm and no healthcare provider harm.